Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. The system software was reloaded. The system operates as intended.

Event description:
The customer reported that the 9800 system displayed an error message to shut down the workstation. No patient injury was reported.